Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was not replicated or confirmed. The device was recertified and returned to the customer. The device activity log file was not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.